Event description:
It was reported by service report that the bed will not lower. There was an intermittent error message on the footboard.

Manufacturer narrative:
The customer reported that they did not know if there was patient involvement; no adverse consequences were reported.